Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of pain and elevated metal ion levels. Subsequently, the patient underwent a revision procedure on (B)(6) 2012. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of pain and elevated metal ion levels. Subsequently, the patient underwent a revision procedure on (B)(6) 2012. Medical records received (B)(4) 2013. Additional information received in patient's revision operative report indicates that the revision was due to pain. Operative report notes that the psoas tendon was overly tight and causing pain. Metal ion levels were within range with no significant inflammation or fluid accumulation. Operative report indicates a thickened pseudocapsule and dense-capsular scar tissue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.